Event description:
It was reported that the 1st overdischarge was confirmed. It was stated that interrogation had been attempted and there was no connection available. It was noted that the antenna locate (al) feature had been used twice without any success. It was stated that a trickle charge had been attempted without any success. It was stated that the patient had had stimulation for about a year and was happy with it, but hadn¿t charged since (B)(6) due to multiple health issues, ¿especially due to a problem with her left shoulder, which would prohibit her from reaching behind to place the recharger.¿ it was noted that the battery was in a difficult position and the recharger belt ¿kept moving.¿ it was noted that the patient couldn¿t make a connection around (B)(6). It was noted that the patient wanted to switch to a non-rechargeable battery. It was stated that the patient would be having the implantable neurostimulator (ins) replaced. Additional information received reported that the patient was referred to the implanting surgeon for an ins replacement.

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID a01411002, serial# unknown; product type recharger. (B)(4).